Manufacturer narrative:
Customer reported incorrect quantity in sku 15505/25, lot 1418. Package labeled as 5 pack contained 6 units. The product was not used and no patient contact occured. Root cause determined to be operator oversight during final packaging. Staff was retrained and additonal packaging checks implemented. A replacement product was sent. Device was not returned for evaluation.

Event description:
Customer reported some recent packaging issues. We have had two packages that have contained the incorrect number of kittner rolls within them. The item had 6 within the package and or team reported another package that contained only 4 rolls. Lot numbers are not available for the packaging that contained 4.